Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin injection- (1gm, intraperitoneal, every 5th day, ongoing) and amikacin injection (125 mg, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that the patient had recovered from the event and was discharged from the hospital five days after admission. Pd therapy was ongoing. No additional information is available.